Event description:
Unwitnessed pt fall from device. Pt rolled against door of incubator, the door opened downward and the pt fell to the floor and sustained a closed, spiral fracture of the right parietal bone.